Event description:
The customer contact reported the prongs on the ac power cord were bent. The device was returned to the biomedical department for a report of channel 1 and 2 not recognizing the cassette. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the prongs on the ac power cord were bent. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.